Manufacturer narrative:
Method: label review, x-ray review, and risk assessment performed. Product history and complaint history review could not be performed as a lot number for the device was not provided. Visual, dimensional, functional, and materials analysis could not be performed as the device was discarded. A blocker was confirmed via post-operative x-ray to have backed out. The patient presented with slight numbness in the hands and is reported to have ehlers-danlos syndrome. Patient did not experience any trauma; bone quality, height, weight, and general health were unknown. Manufacturing records could not be reviewed as the lot number is unknown. The plausible root cause of the reported event is likely the patient's ehlers-danlos syndrome (patient disease). Surgical technique states that "for patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief." Product discarded.

Event description:
It was reported that the blocker came loose post-operatively. The patient was revised to replace the blocker.

Event description:
It was reported that the blocker came loose post-operatively. The patient was revised to replace the blocker.